Event description:
It was reported that the patient presented in clinic on (B)(6) 2025 for generator change. During procedure, it was noted that the patient's right ventricular (rv) lead had an insulation breach. The rv lead was repaired and remained implanted. Patient was stable.